Event description:
While patient transporter was delivering bed back to unit after patient transfer, the bed raised to max height without any controls being touched. Event occured just after bed was rolled out of elevator. There was no patient so there was no danger but if there had been a patient involved this involuntary movement could have been dangerous.====================== manufacturer response for patient bed, stryker======================manufacturer service representative inspected the bed and was unable to duplicate the problem. Bed was recalibrated and tested.